Event description:
A patient reported that her precision system was explanted. The patient stated that it did not satisfy her pain relief and the ipg could not hold a charge. The physician is no longer in practice and no further details regarding the explant are available.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were most likely discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.